Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se replaced the touchscreen. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, an 840 ventilator's graphical user interface (gui) display was changing screens without being touched. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.